Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity) . No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device observed system error 345. The cause was identified to be failed upstream thermistor which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.